Event description:
A (B)(6) male pt's daughter called zoll customer support to report that he was receiving frequent check electrode belt message. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The white pulse wire was open in the trunk cable insulation. The open pulse wire caused the reported alarms. The root cause of the open pulse wire could not be positively identified but is likely resulted from excessive force on the electrode belt trunk cable. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.